Manufacturer narrative:
(B)(4). The share receiver device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors. An alleged product malfunction was not reported. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A follow-up report will be submitted upon its completion. Additionally, diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hypoglycemic event that occurred on (B)(6) 2015. Patient was sleeping and believes he was in a coma but did not know for how long. Patient woke up around 8:30am and called his sister who told him to call 911. Patient was able to drink an orange soda prior to the paramedics arriving. Paramedics came to his house and took a finger stick test; patient was at 63mg/dl. Patient then saw the single blood drop (sbd) symbol on the receiver screen and had the paramedics enter the blood glucose (bg) value into the receiver. Patient was taken to the emergency room for 18 hours where he was monitored and released on (B)(6) 2015. Patient was not notified by his continuous glucose monitoring device of the low bg value due to the screen displaying the sbd symbol. At the time of contact, the patient was recovering and felt okay.